Event description:
The patient was implanted bilaterally with device on 8/30/90. Subsequently the doctor noted that the patient had developed breast pain in her left breast and breast pain, swelling, and extrusion in her right breast. No additional information regarding this occurrence is available at this time.